Event description:
Reportedly, in the pci procedure to heavily calcified lesion at #1 - #3 of rca, unknown guidewire was advanced but could not cross, then physician exchanged the guidewire to subject guidewire, which crossed and advanced to #3. During further manipulation of the guidewire, physician felt some resistance and irregular response, upon removal, it was found that coil was evenly stretched. Procedure was discontinued at the physician's discretion, patient has been reportedly discharged.

Manufacturer narrative:
(B)(4). Investigation revealed coil pitch had been evenly and slightly stretched for approx. 40mm. Upon further elongation of the coil for investigation, it was found that the core wire was broken at approx. 4mm from tip end. Microscopic observation revealed the trace of continuous and excessive rotation to counterclockwise direction on the broken core wire. Lot history review revealed no anomaly with this product lot, no other similar event report has been received. With the obtained information and outcomes of investigation, it is inferred that the guidewire was trapped in the heavily calcified lesion when it crossed, where counterclockwise rotative manipulation was applied continuously, resulting in the breakage of core wire due to accumulated force when it exceeded the product design limit. During removal of the guidewire, coiled pitch was evenly and slightly stretched, but the guidewire could be removed out without separation. All the shipped products are inspected for meeting the products specifications and shipping criteria, based on the reviewed information there is no indication of a product deficiency.